Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to the 300 (mg/dl) range for the past 2 weeks. Reportedly, the customer stated that they have also experienced a persistent headache during the same time frame that they have been treating with flexeril and naproxin. Customer stated that they do not know the underlying cause for the headache. Customer performed site changes and administered boluses with the pump to treat their bg levels. System check and review of pump history with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.